Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter: date: "a week ago", inratio: 3.7. (B)(6) 2010, 1.5, retest inratio: 2.6. Patient is a (B)(6) boy on coumadin due to dual mechanical heart valves. Patient's target therapeutic range is 3.0-4.0.